Event description:
A malfunction on the pump was reported by the caller, who noted that no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction codes reappeared, which the caller understood and acknowledged.